Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed during a device change out. All electrical measurements were stable. The lead was remains implanted. Patient condition was stable after the event and will be continued to be monitored via merlin.net.